Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The patient's medical history included pap smear abnormal, allergic rhinitis, depression, uti, chlamydial infection, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, ankle fracture, constipation chronic, benign essential hypertension, hair loss, hives, weight gain, multigravida, parity 5, pregnancy, gonorrhea, congestive heart failure and pelvic pain. Previously administered products included for an unreported indication: thc. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferroglycinate chelate;folic acid;magnesium oxide;nicotinamide;pantothenic acid;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc oxide (vinate az), celecoxib (celexa), medroxyprogesterone acetate (depo-provera) and misoprostol (cytotec) from (B)(6) 2014 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, allergic rhinitis, depression, uti, chlamydial infection, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, ankle fracture, constipation chronic, benign essential hypertension, hair loss, hives, weight gain, multigravida, parity 5, pregnancy, gonorrhea, congestive heart failure and pelvic pain. Previously administered products included for an unreported indication: thc. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;cholecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferroglycinate chelate;folic acid;magnesium oxide;nicotinamide;pantothenic acid;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc oxide (vinate az), celecoxib (celexa), medroxyprogesterone acetate (depo-provera) and misoprostol (cytotec) from (B)(6) 2014 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event medical device removal was updated to menorrhagia. Events dysmenorrhea and dysfunctional uterine bleeding were added. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The patient's medical history included pap smear abnormal, allergic rhinitis, depression, uti, chlamydial infection, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, ankle fracture, constipation chronic, benign essential hypertension, hair loss, hives, weight gain, multigravida, parity 5, pregnancy, (B)(6), congestive heart failure and pelvic pain. Previously administered products included for an unreported indication: thc. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferroglycinate chelate;folic acid;magnesium oxide;nicotinamide;pantothenic acid;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc oxide (vinate az), celecoxib (celexa), medroxyprogesterone acetate (depo-provera) and misoprostol (cytotec) from (B)(6) 2014 to (B)(6)2019. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.